Event description:
Plates & screws removed. Patients returned to hospital due to the fact that the plates & screws came loose, and the area became swollen & red.

Manufacturer narrative:
The physician is in another country. We have requested information regarding this complaint. We do not know what plates or screws are involved or many patients are involved. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.